Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site. The fe could not recreate the problem by performing splld checks. The fe checked holding force of plunger clamps # 1, #2, #3 and #4. All clamps were within specification. The fe tested the summit lld with splld and (B)(4) software checks. The instrument was operating as expected. No repairs needed.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).